Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the phenomenon was unable to be identified since the device was not sent to the repair site. However, it is likely one of the following occurred: a temporal malfunction of the internal board; an impact from another device.

Manufacturer narrative:
The technical center assistance (tac) specialist went on site to troubleshoot the issue of intermittent loss of image on boom. Upon inspection of the boom, boom arm, monitors and electronics connections, all were found to be true and without kinks or breaks. Checking of the cables involved tightening them securely. Items were hooked up from cv-190 with sdi, dvi and running in to 3rd party integration scalers/switchers to accommodate other third party equipment. This device was on the boom arm; the image had been cutting out without any movement of the monitor arm. However, the issue could not be duplicated. The tightening of the cables appeared to have resolved the issue. Customer confirmed that there was no issue again post the troubleshooting. There had been no malfunction of the device. Any further information available will be submitted in supplemental report(s).

Event description:
As reported for this event, the device was having intermittent image loss on boom during an unknown procedure. There is no reported harm or adverse impact to the patient.